Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material clogging the air/water channel, other evaluation findings are as follows: the charged coupled device lens were chipped, the plastic distal end cover had a sharp edge, the connecting tube was scratched and dented, the air/water cylinder and suction cylinder paint were peeling off, switch1-4 and switch 5 were damaged, the universal cord was scratched and wrinkled, the housing of the plug unit was, damaged, the bending angle and the play of the angles in the up/down/right/left directions were not within specifications. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the lens coil did not work on the gastrointestinal videoscope. It was added that minimal water came out of the lens spool ink. There was no report of patient harm. The device was returned, evaluated, and the air/water channel was clogged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.